Event description:
During routine preventative maintenance testing, the rptr was testing the pacing output. At a setting of 10 ma, the unit allegedly delivered 4 ma to the pacing output tester and a service indicator was also observed.